Manufacturer narrative:
The review of this incident has been completed by the medical examiner's office in (B)(6). The following is an excerpt from the final forensic autopsy report received by bayer medical care on (B)(6) 2016: cause of death: idiosyncratic reaction to gadolinium contrast agent due to diagnostic magnetic resonance angiography (mra). Manner of death: accident. Please reference faers report number (B)(4) for related report.

Manufacturer narrative:
A system service check of the solaris ep injection system, serial number (B)(4), was completed on march 21, 2016 which confirmed that the injector was operating within bayer specifications. The solaris disposable kit, ssqk 65/115vs that was in use during the procedure was discarded by the site; however, the site was able to provide the lot number. Product analysis examined retained samples from ssqk 65/115vs, lot number 8402266. Testing concluded that the retained disposables performed to specification with no problems observed. The offer of additional applications training has been declined by the customer. The site continues to use the solaris ep injection system after the reported event. No further issues were reported.

Event description:
A bayer representative reported the following: an mra of the neck was being performed on a (B)(6) year old female outpatient who was connected to a solaris ep injection system (sn (B)(4)). The patient had undergone an ultrasound of the carotid arteries prior to the MRI scan and was referred to further evaluate and rule out occlusion and stenosis. A peripheral intravenous catheter (gauge unknown) was inserted into the right antecubital fossa without any issues. Following the injection of 6.5ml of gadovist with a 15ml saline flush, the scan was successfully completed. After the scan, the patient began to complain of numbness and warmth in her right arm. The patient was removed from the scanner bore and was assessed by a nurse. The patient began to display symptoms of shortness of breath and difficulty breathing and asked to be assisted to a seated position. She then began to complain of nausea. The patient subsequently became unresponsive and suffered a witnessed cardiac arrest. An emergency code was called and CPR was administered by the emergency medical team but the patient could not be resuscitated. The patient ceased to breathe approximately 6 minutes following the cardiac arrest. The radiologist confirmed no presence of air on any of the mr images. This incident is currently being reviewed by the medical examiner's office in (B)(6). The following is an excerpt from the preliminary forensic autopsy summary performed on march 15, 2016 and received by bayer medical care on april 4, 2016: "autopsy revealed mild-to-moderate coronary artery atherosclerosis with up to 50% narrowing of some vessels. The myocardium appeared normal (no myocardial infarcts were seen). The lungs showed minimal fluid accumulation. No anatomic abnormalities or evidence of natural disease processes were seen. No pulmonary embolism was identified. Complete toxicology is pending."